Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It has been reported that a versacross connect laac access solution kit has been selected for use for a watchman left atrial appendage closure (laac) procedure on a patient with a tortuous anatomy. During the procedure, the physician stated that the j-tip guidewire got stuck in the dilator while advancing it over the wire on the initial attempt.. The dilator and wire had to be removed together from the patient and the guidewire was pulled out using force out of the distal end of the dilator.the dilator was slightly reshaped using standard techniques. The procedure was then completed successfully using a different device (same model). No patient complications reported. The product is not expected to return for analysis as it was disposed of at the facility.